Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. The cause of low bg was unknown. The customer received third party assistance from emergency medical technicians (emts), who provided an IV drip to address bg. The customer mentioned they were unconscious when the emts arrived to help treat her low bg level, however this event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.